Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon evaluation, there was corrosion inside the monitor which corroded the defibrillator board, ca board and the jtag board. The cause of the corrosion damage is contamination. The root cause for the contamination was unable to be positively determined, but is likely liquid ingress of an unknown contaminant. In addition, fractured solder connections were discovered at high-voltage capacitor c22, causing a service code 102 and 203. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact, as the monitor's case was cracked and battery ears were bent. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation is planned for (B)(4) 2013, based on the availability of parts and materials. Results will be monitored. No corrective action for the contamination of physically damaged monitor. No adverse event resulted from the damaged and contaminated monitor. The patient received a replacement monitor.

Event description:
A health service assistant of a (B)(6) male patient contacted zoll customer support to report a service code on the patient's monitor. The patient was issued a replacement monitor.